Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. *during a lithotrity, three devices were used. When the user used the two devices in the bile duct and removed them from the duct, the user noticed that the tips fell off. The intended procedure was completed with the third device. The tips were also left in the patient as the doctor tried to remove them by using balloon. A stent was placed to allow the tips to be passed from the duct. It was reported that the doctor thought there was no risk to the patient by leaving them in the duct. There was no patient injury reported. No devices will be returned. This is the second one of two reports.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the near the guide wire tip was bent due to some factors, and that caused the adhesive agent to peel off between the guide wire tip and basket wire. Consequently, the detachment of the guide wire tip occurred. The above device handling has warned in the instruction manual as follows. When using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip.